Event description:
On (B)(6) 2007, a monarc subfascial hammock was implanted to repair the plaintiff's stress urinary incontinence. The plaintiff's attorney alleged that "during and after the monarch subfascial hammock was implanted," the plaintiff "suffered tightening, discomfort, shrinkage, vaginal, and abdominal pain." The pt also "suffered urinary problems, vaginal bleeding, chronic vaginal drainage, groin pain, and infections."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.